Event description:
During a breast aug. Patient was burned by light cord connector-also cord itself was much hotter than ever before. At the end of case a raised fluid blister was noted. Tegaderm placed by doctor. 8/2004 antibiotic applied by doctor.